Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 522 mg/dl. Cause of elevated bg was unknown. Bg was treated via manual injections and customer drank water. Reportedly, customer left ER 3 hours later with bg 206 mg/dl.